Event description:
It was reported that far p wave oversensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and externalized conductors were observed on the rv lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that far p wave oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.